Event description:
Customer called to report the pump got wet while wearing sports guard. It was stated that the device was dried and the batteries were changed. However, the unit had a blank display. High bgs were treated with a manual injection.